Event description:
Per (B)(4), this lead was removed and replaced due to noise. There were no adverse events reported for this pt. The hospital retained this device. Should add'l info become available this file will be updated.